Event description:
It was reported that, "revised a loose scorpio tibial component and replaced it with a scorpio ts revision component with a stem".

Manufacturer narrative:
An eval of the device cannot be performed as it was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.